Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without manual restart. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Model #/catalog # - correction "mt22719-1, stk-gf-013."

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver was charged and failed to boot due to perpetually rebooting. Data download and functional testing were unable to be performed due to perpetual rebooting. The receiver case was opened and the internal inspection passed. Confirmation of the allegation and a root cause could not be determined.